Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on long bipolar grasper instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the snapped cable was confirmed by failure analysis.